Manufacturer narrative:
The manufacturer had previously reported this event as a product problem but as per the pms evaluation, it needs to be reported as serious injury. The current report is being filed as a serious injury. Section b1 and section h has been updated/corrected. H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The patient alleges eye irritation, respiratory tract irritation, dizziness and/or headache and kidney disease/toxicity. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.